Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons were hard to press as they had a hand surgery. The customer's blood glucose level was 112 mg/dl. The customer reported that there was an issue with the hand the buttons were really hard to push. The customer mentioned that the time on the insulin pump was advancing. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.